Event description:
It was reported that the emg ¿tube was placed using a video-laryngoscope¿, air was used to inflate the cuff, ¿they had to use a pressure of 40-50 cmh20 instead of the recommended pressure (20-30 cmh2o) to avoid leaks¿, they ¿noticed the leak when the patient had saliva in the mouth, we saw bubbling¿. The tube was used throughout the procedure, they regularly checked cuff pressure. They ¿checked the balloon after the [procedure] but it was not perforated.¿ the tube was used throughout the procedure and there was no patient impact reported aside from excess saliva and bubbling. On follow-up it was reported that when the saliva and bubbling were noticed, there was no laryngoscope used to see if there were any issues inside the tube or with the airway and customer proceed intubation with vidéolaryngoscope, checking the correct position off the tube, and the distance to the teeth. Procedure performed was thyroidectomy. Customer put device into water, no perforation was seen and the cuff was ok. No idea what caused it. There was no emg tube malfunction.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.